Event description:
It was reported that within a few days of implant, the device exhibited a dropped atrial pace every one hour and thirty seconds. The atrial sensitivity was reprogrammed, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Products: 407458 lead implanted: 2014 (B)(6). (B)(4).